Manufacturer narrative:
Information added/updated to section b4, b5, g3, g6, h2, and h6 (component code, type of investigation, investigation findings and investigations conclusions). H11: additional manufacturer narrative: the complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) intraprocedure was confirmed with empirical evidence for the information provided. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Available information suggests patient conditions and procedural factors likely contributed to the event. Patient presented with a 4-leaflet valve, posterior scallop, and septal with a deep indentation. Additionally, imaging was challenging during the procedure, making difficult to obtain a good leaflet grasp. Since no edwards defect was identified, corrective or preventive actions are not required.

Event description:
As per new information received, no redo will be performed at the moment.

Manufacturer narrative:
B2: other serious - even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted; the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.

Event description:
Per the report received from italy, edwards received notification of a pascal precision ace procedure in tricuspid position. During procedure, a single leaflet device attachment (slda) occurred. The patient had functional tricuspid regurgitation (tr), and an indentation on the septal leaflet (type iiib). There was difficult imaging regarding the echo view, and difficult anatomy as the posterior valve had a bi-scallop and deep indentation on the septal leaflet. No good grasping view was ever obtained during the procedure. During the procedure, an slda occurred. The device detached from the septal leaflet, and remained attached to the posterior one. The initial tr grade was severe (3), it was severe after the slda happened, and it remained severe post-procedure. The patient will be monitored, and is under consideration for transcatheter tricuspid valve repair (ttvr). The perceived root cause of the event was challenging anatomy and difficult imaging.